Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level during these incidents. The customer worked with technical support to address potential pump, site, or supply issues. They agreed to continue using the pump for a few more days while implementing recommendations to reduce future occurrences, including site changes. If the alarms persisted, a system return, and replacement (srr) would be recommended.